Event description:
A malfunction alarm labeled as "malf 9" was reported, though no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.